Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is sticking out. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed rewind, prime/a33, basic occlusion, occlusion and no delivery tests. No a33 alarm or excessive no delivery alarm noted. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with cracked case at the display window corner and minor scratched display window.